Event description:
Falsely elevated troponin I results were obtained on four patients' samples. The results were reported to the physician. The samples were repeated and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Event description:
Falsely elevated troponin I results were obtained on four patients' samples. The results were reported to the physician. The samples were repeated and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Event description:
In 2008, troponin I results (ng/ml): initial testing: falsely elevated troponin I results were obtained on four patients' samples. The results were reported to the physician. The samples were repeated and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Event description:
Falsely elevated troponin I results were obtained on four patients' samples. The results were reported to the physician. The samples were repeated and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a failing hm cassette. The customer replaced the hm cassette. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a failing hm cassette. The customer replaced the hm cassette. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a failing hm cassette. The customer replaced the hm cassette. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a failing hm cassette. The customer replaced the hm cassette. The instrument is performing within specifications. No further evaluation of the device is required.